Event description:
It was reported that the customer had a button error and keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that they are attempting to bolus information in and insulin pump would not respond. The customer took battery out and then back in, the insulin pump then gave button error. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.